Manufacturer narrative:
Additional information has been received which was not included in the initial report. The updated information has been provided in section b5, d1/d2a/d2b, d4, h6 (hecc, heic as harm code 4581 added with t009 and removed 4580 harm code) with this report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: it was reported to medtronic minimed that the customer reported the loss of communication issue between the insulin pump and transmitter. The customer stated that the pump was not used for a long period of time due to hospitalization. The customer had to be in a hospital last year which may be related to diabetes. The event involved product(s) mmt-1715kl, unk_transmitter, mmt-332a, mmt-7020la and unomedical. Troubleshooting was performed and the transmitter serial number was not in the manage devices screen. It was unknown whether the communication issue was resolved or not. It was unknown whether the customer was using the pump within 48 hours before the event and whether the auto mode feature was active or not at the time of the event. No further patient complications were reported. No product return was required for mmt-1715kl. No product return is required for unk_transmitter. No product return was required for mmt-332a. No product return was required for mmt-7020la. No product return was required for unomedical.

Event description:
It was reported to medtronic minimed that the customer reported the loss of communication issue between the insulin pump and transmitter. The customer stated that the pump was not used for a long period of time due to hospitalization. The customer had to be in a hospital last year which may be related to diabetes. The event involved product(s) mmt-1884, unk_transmitter. Troubleshooting was performed and the transmitter serial number was not in the manage devices screen. It was unknown whether the communication issue was resolved or not. It was unknown whether the customer was using the pump within 48 hours before the event and whether the auto mode feature was active or not at the time of the event. No further patient complications were reported. No product return is required for mmt-1884. No product return is required for unk_transmitter.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.